Event description:
It was reported that the patient went through withdrawal and almost died; the patient almost had a heart attack. The patient was seen in the ER and in the pain clinic. The cause of the withdrawal was unknown. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8709, lot # l73869, implanted: (B)(6) 2000, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).